Event description:
The patient reported that their stimulation had always been in their lower extremities but that they needed it in their back. The patient also reported that their stimulator did not help and that it was replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).